Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mg/ml dilaudid at 1.5mg/day via an implantable infusion pump for spinal pain. It was reported that the patient missed a refill and the empty reservoir alarm was occurring. No symptoms were reported. No further complications were reported.